Manufacturer narrative:
The device has been received, but an evaluation has not yet been performed. Therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. A device history record review, product evaluation, and complaint trend analysis are in progress; results will be provided in a follow-up medwatch report. See associated medwatch #6000048-2007-00204.

Event description:
It was reported to boston scientific corporation in 2007, that during an endoscopic retrograde cholangiopancreatography using a needle knife (patient and gender unk), the 'needle fell off". The device was being used to cut the papilla when the needle fell off and was retrieved using a scope. A bsc stonetome was then used when its' cutting wire broke. The procedure was completed using a second stonetome device. The patient's condition was reported as "fine".